Manufacturer narrative:
One device was returned for investigation. Upon inspection it was found that the heater was faulty confirming the customer complaint. The root cause was found to be the age of the device as it is more than a year past the manufacturing date. The device is beyond economical repair. Device history review was not done due to the age of the device. Service history review showed the device had not been in for service previously.

Manufacturer narrative:
Date of event and UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device would not keep temp and was under heating. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.